Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-06-28, information was received from an attorney regarding a patient who was receiving unspecified medications via an implantable pumps. Indications for pump use included intractable spasticity and head/brain injury. Medical history, and concomitant medications were not reported. It was reported that the patient experienced personal injury and wrongful death resulted in "some instances"; it was alleged that the defective device systems failure to deliver medications as prescribed. The patient was injured due to the device system's failure to deliver medications as prescribed, which required removal of their defective device and possibly replacement of the defective device. The injuries and possible death was reported to have occurred "within the past several years"; as of the letter dated 2016-06-21, which was received by the manufacturer on 2016-06-28. The reportedly defective device system caused the patient and their family personal and economic injuries including but not limited to injuries and medical bills related to the failure of the device, and injuries and medical bills caused by the surgery or surgeries to remove the device or possibly replace the device. The specific injuries that occurred, if the patient actually died, and additional event details were not specified.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.